Event description:
It was reported that after the final step of a mynxgrip vascular closure device (vcd) deployment, during manual compression, a "bit" of sealant came out from the patient's skin; therefore, the physician used scissors to remove the piece of sealant that was sticking out. The vcd was being used for femoral arterial closure following an interventional coronary procedure. The product was stored as instructed per labeling. The mynx vcd was prepped according to the instructions for use (IFU). The advancer tube was held in place at the skin while removing the balloon catheter. Hemostasis was achieved with the mynx vcd. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.

Event description:
Addendum (03-may-2018) the product evaluation indicated that the sealant dislodged.

Manufacturer narrative:
Complaint conclusion: it was reported that after the final step of a mynxgrip vascular closure device (vcd) deployment, during manual compression, a "bit" of sealant came out from the patient's skin. Therefore, the physician used scissors to remove the piece of sealant that was sticking out. The vcd was being used for femoral arterial closure following an interventional coronary procedure. The product was stored as instructed per labeling. The mynx vcd was prepped according to the instructions for use (IFU). The advancer tube was held in place at the skin while removing the balloon catheter. Hemostasis was achieved with the mynx vcd. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product evaluation indicated that the sealant dislodged. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the syringe connecting to the device. The procedural sheath and sealant were not returned with the device. The advancer tube was observed on the catheter covering the balloon as received. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Visual inspection at high magnification confirmed that advancer tube¿s distal tip in was in good condition. Review of lot f1722904 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The condition of the returned device indicates an incomplete removal of the device. Based on the information provided, the condition of the returned device and the investigation performed, the reported event as ¿a bit of sealant came out from the patient's skin¿ was confirmed and the root cause of reported event may have been attributed to incorrectly following the instructions for use (IFU). Per the mynxgrip instructions for use (IFU), step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen (figure 6). Failure to hold the advancer tube in place and/or a proper position of the advancer tube was not maintained during catheter removal, some part of the sealant could be dislodged from the vessel wall, resulting in the reported event. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.